Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that they were unable to pull the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) guided the customer through a 45 minute hard shutdown procedure. Following this, the firmware was successfully updated. Upon reboot, all drawers were properly detected on the bus. Customer then completed an inventory check for drawers to ensure proper functionality. The system functioned as intended after the field service engineer assisted the customer.